Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. An extended investigation was observed. Visual inspection was performed on its printed circuit board assembly (pcba) and damaged component was observed. Further investigation was conducted. The sensor was unable to scan afterward. The sensor event log was unable to be extracted. The returned sensor was placed on the evm (evaluation module) and was verified to be unable to scan with the observed error message ¿inventory command failed.¿ due to the inability of the sensor to scan, further functionality testing was unable to be performed. The sensor exhibiting low glucose readings was unable to test due to the returned sensor being unable to scan, which is an indication that the board was damaged during de-casing. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 53 mg/dl compared to readings of 174 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 53 mg/dl compared to readings of 174 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.